Event description:
The lead was explanted due to a report of conductor coil fracture. Explant method: intravascular, superior. Technique/tools: intravascular counter traction, sheath(s). No complications.